Event description:
No dislocation was observed during the trial stability test (used broach, trial neck and trial head with trial liner in the final shell). However, after inserting the head, dislocation occurred in extension and external rotation of the hip. Bone impingement and interference with other soft tissues were checked, but no such influence was identified. The head size was changed from s to m, and the surgery was successfully completed. The delay was 30 minutes, and the total surgical time was 2 hours. During the 30 minutes, the positioning was adjusted, and the head was removed, though the removal was somewhat difficult. After that, a new trial was performed, and the head was reinserted.

Manufacturer narrative:
Batch review performed on 13 october 2025: lot 2515043: (B)(4) items manufactured and released on 20-jun-2025. Expiration date: 2030-06-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Investigation performed by medacta r&d hip project mananger: from the received information it was not possible to determine the root cause for the dislocation of the 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s lot. 2515043 after its implantation. Since the trialing performed with all trial components (broach, trial neck, trial head) may differ slightly from those performed with the final implants, as the position of the final stem may differ from that of the broach, we can only suppose that the trial head ref. 01.10.10.110 (ø28s) once assembled with the final stem gave the impression that was well seated. This may have led to the selection of a final head ø28 s instead of ø28m. Moreover, the root cause could also be due to other factors that did not emerge during the analysis given the information available on the event. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.